Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several pause and brady episodes that showed undersensing of r-waves was noted via remote transmission. Programming changes were made. Next follow up was scheduled.

Event description:
New information received notes that after programming changes, there were no patient consequences. Patient will continue to be monitored.